Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations, chest discomfort and dizziness. It was also reported that the pacing lead fractured, exhibited noise, high impedance in unipolar and bipolar and loss of capture. A revision procedure is planned to replace the implantable pulse generator (ipg) system with an leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.